Event description:
It was reported that the user experienced a connector that would not lock, preventing attachment during a supply change, and after several attempts the user replaced the connector and completed the change. No alerts or alarms occurred, and blood glucose was not impacted. No adverse clinical effects reported. Outcomes included no medical intervention, no hospitalization, and uninterrupted therapy after replacement of the connector. Investigation included review of available images and troubleshooting and education with the user. Investigation of this case revealed that the replacement resolved the issue and that the original connector could not be evaluated for lot traceability due to missing packaging. It was concluded that the event was related to a device component connection difficulty with no clinical impact and that user-guided corrective action restored function.